Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporter phone number: (B)(4). Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was speaker malfunction at the time of the event. The speaker has been replaced per current process. The investigation concludes that no further action is required at this time.

Event description:
It was reported the device gave a speaker malfunction error and no sound was coming from the device. The device was not in use on a patient at time of event, and there was no adverse event reported.